Event description:
A halo plate screw was reported to have backed out following surgery. Original surgery dates and spine levels are unk; radiograph following surgery has been provided and confirm the left inferior screw had backed out several millimeters. There are no plans for surgical revision.

Manufacturer narrative:
No information has been provided to more completely identify the product that reportedly malfunctioned. No product has been returned and nuvasive has been unable to perform an analysis of the device in question. Nuvasive will continue to investigate this report and follow-up information will be provided in the event it is obtained. Labeling review notes "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury."